Event description:
It was reported that the surgeon drilled the fem tunnel to appropriate length and proceeded to keep drill in forward and back out the tunnel. The drill was moving out smoothly with no torquing on bit. A few millimeters before tunnel aperture, the distal tip of reamer between tip and flexible shaft snapped in 2 pieces. (B)(6) was used to pull and dislodge both pieces, delaying case by several minutes.

Manufacturer narrative:
A 72203165 flexible 9.5mm cannulated drill reported on. This is a reusable instrument. The complaint stated: ¿the distal tip of reamer between tip and flexible shaft snapped in 2 pieces.¿ product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Final product met predetermined specifications upon release to distribution.